Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it had been stuck on a blue screen. A technical support specialist (tss) dialed into the station. The tss found that the station was already in care fusion application. The specialist took the station down to admin mode, rebooted it, and set it to start as a care fusion application. The station rebooted successfully into a care fusion application, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was stuck on a blue screen. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.